Manufacturer narrative:
G4: 07aug2020. B4: 05nov2020. The service engineer (se) inspected the device and confirmed the reported issue. The se found the touchscreen was not responding. In addition the se found the unit had a low leak co2 rebreathing risk. The se replaced the touchscreen and flow sensor to address the reported issues. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25jun2020.

Event description:
The customer reported a ventilator that does not run. There was no patient involvement or harm.